Event description:
It was reported that there was slight difficulty in balloon removal and one of the blades was partially lifted. A 15mm x 3.50mm wolverine cutting balloon monorail was selected to treat a long, diffuse lesion in a coronary artery. Multiple balloon inflations were performed to treat the long lesion. Upon removal of the balloon, there was slight difficulty withdrawing within the calcified lesion. The device was fully deflated prior to withdrawal attempts and was removed in one piece. Once it was out of the body, one of the blades was about to fall off. The procedure was completed without the need to use another cutting balloon. No patient complications were reported, and the patient status was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of hypotube shaft profile and shaft polymer extrusion identified no damages. A visual examination of the balloon identified that a blade was lifted. A detailed microscopic examination of the balloon material identified a 2mm balloon longitudinal tear underneath where the blade and pad had lifted. A microscopic examination of the blade segments identified no damage on blade 1 and 2, both blades and pads are fully bonded onto the balloon. A 5mm distal segment of the blade and pad lifted was identified on blade 3. A microscopic examination of the tip section found no damage. No other issues were noted during product analysis.

Event description:
It was reported that there was slight difficulty in balloon removal and one of the blades was partially lifted. A 15mm x 3.50mm wolverine cutting balloon monorail was selected to treat a long, diffuse lesion in a coronary artery. Multiple balloon inflations were performed to treat the long lesion. Upon removal of the balloon, there was slight difficulty withdrawing within the calcified lesion. The device was fully deflated prior to withdrawal attempts and was removed in one piece. Once it was out of the body, one of the blades was about to fall off. The procedure was completed without the need to use another cutting balloon. No patient complications were reported, and the patient status was good post procedure.